Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2019 due to noise and possible insulation breach. Prior to the procedure, the pulse generator was interrogated and showed a battery longevity of more than 9 years. During the procedure, due to prolonged exposure to electrocautery, the radio frequency telemetry was lost. After the device was re-interrogated, the longevity showed elective replacement indicator was reached on (B)(6) 2014. The device was explanted and replaced. The patient was stable.